Event description:
A healthcare facility in the UK reported via a fisher & paykel healthcare (f&p) field representative that two units of the mr290v vented humidification chamber were leaking water due to cracked chamber. There were no patient consequences.

Manufacturer narrative:
(B)(4). Method: the two complaint mr290 vented autofeed humidification chamber were not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer, photos of one unit of chamber provided by the field representative, and our knowledge of the product. Results: the customer reported that two mr290 chambers were leaking water due to cracked chamber. Visual inspection of the provided photos of one of the mr290 chamber identified horizontal crack lines on the chamber dome near the base. Conclusion: due to the nature of this device there are several possible failures that could manifest themselves in the reported event. Without the complaint device we are unable to determine the cause for the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of investigation. We will provide a follow up report upon completion of the investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that two units of the mr290v vented humidification chamber were leaking water due to cracked chamber. There were no reported patient consequences.